Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A mitraclip ntw (41030a2076) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. A mitraclip xtw (41004r2049) was then inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), no additional clips were implanted, and mr remained at a grade of 4. It was noted that the patient was stable. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.